Event description:
On (B)(6) 2011 a customer reported due to a delivery issue involving control solution, she did not know if her freestyle lite meter was reading correctly. On an unspecified date in (B)(6) 2011, the customer reported she was at work when she became nauseous, paramedics were called and she was treated with insulin and transported to a health care facility. The customer further reported she was diagnosed with hyperglycemia, and treated with metformin 500 mg and glimepiride 4 mg, which she stated was not a change from her normal medications. No self-treatment was reported. There was no report of death or permanent injury associated with this case.

Manufacturer narrative:
This is a final report. The medical event was related to a delivery issue involving an order for control solution. There is no indication of a product malfunction. Therefore no investigation of the product is required.